Event description:
The customer's mother reported via phone call that the customer had a keypad anomaly. The mother stated the buttons were sticking on the insulin pump. It was also found the numbers were ramping up when attempting to a program a bolus. Customer's blood glucose was over 400 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to lcd keypad connector unlocked. No unexpected numbers ramping/scrolling on their own noted during testing. The device had cracked case at display window corner, battery tube threads, and minor scratches on the display window.